Manufacturer narrative:
Batch history review: the manufacturing file was reviewed. It is compliant with our specifications and no abnormality was detected. No other complaint was reported on this batch of access ports. Investigation: the involved device was returned for evaluation. It has been measured. All the dimensions complied to the specifications. A disconnection test between the catheter and the housing was performed. The results are more than 4 times greater than the standard requirement. Conclusion: the returned device is compliant with the specifications. No failure has been detected. The disconnection of the catheter observed three weeks after the device implantation is probably due to incorrect connection of the catheter to the port by user. No corrective action is envisaged.

Event description:
On (B)(6) 2016 port implantation on the cephalic vein. On (B)(6) 2016 discovery of the catheter disconnection from port. On (B)(6) 2016 port explantation.